Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One turbid fluidics management system in a plastic bag was visually inspected. Functionality testing was unable to be performed on the cassette. The administration line, aspiration and irrigation tubing were cut off too close to the cassette ports to perform testing. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and product received, the investigation was unable to conclusively identify the root cause for the reported event as the returned product was insufficient for testing. An insufficient sample was returned because the aspiration and irrigation tubing were cut off to close to the cassette, so it was not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product returned was insufficient for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a strange sound was heard from the cassette during ultrasound of surgery. The procedure type was unknown. The surgery was completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).